Event description:
It was reported that the device was used during an abdominoplasty procedure. The device blade stopped working and then broke. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.